Manufacturer narrative:
Response to report # (B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. A dhf review was completed and no abnormalities were found. The device was evaluated and the reported incident is not believed to have resulted from a manufacturing defect. We have assigned complaint number (B)(4) to this report.

Event description:
After 1 day in use, the amt gtube button balloon broke. This tube had previously been replaced by the patient's parents 2 days before due to that balloon button breaking as well. We have seen a few of these events recently. This is the most concerning though since the tube was only 1 day old. I met with our field rep and she picked up the defective tube to return it for further investigation. What was the original intended procedure? The gtube balloon would function with no signs of problems/complications. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).